Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit air supply was defective. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6, and h11 this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the air supply was defective. The cause of the defective electropneumatic proportional valve was not established. Olympus will continue to monitor field performance for this device.